Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. Customers and retailers have been informed.

Event description:
A customer reported that their precision xtra blood glucose meter kept losing date and time. This issue was reported to have affected their precision link data management system, which was also showing date and time issues. There was no report of a death, medical incident or mistreatment due to this issue.